Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a pump refill 2 days ago and at that time the low reservoir alarm was occurring. The hcp refilled the pump and updated the programming. The patient went home, and the pump continued to audibly alarm. Today the status was checked and there were no new alarm logs. During the call, silencing the alarm was discussed.